Event description:
(B)(4). It was reported that during a stenting treatment procedure, a stent was not well apposed and positioned. In (B)(6) 2011, the patient presented with inferior wall myocardial infarction and was referred for cardiac catheterization. The 15mm x 2.75mm, 100% stenosed, target lesion was a bifurcated lesion located in the right posterior descending artery. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm taxus element stent with 0% residual stenosis. The stent was considered to be undersized with reference to the diameter of the stent. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).